Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report:15jan2021.

Event description:
The customer called into technical support (ts) reporting that the device is getting patient circuit occluded alarm error displayed check vent: blower stalled or blower not running at required speeds error. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem that when powering on unit getting patient circuit occluded alarm. The rse advised suspect per service manual rev k, blower assembly. Provided part ID for the blower assembly. The customer replaced the blower assembly to resolve reported problem. The device passed required performance verification tests per philips standards and was put back into service.